Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited incorrect measurement. The pacemaker had reached elective replacement indication (eri), however no eri notification was triggered. There were no consequences to the patient.